Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted - one into the ramus and one into the lad. One day post index procedure, the patient suffered increased heart enzymes post procedure. Event treated with hospitalization. The investigator assessed the event as not related to the index device or anti-platelet medication. Patient recovered. Safety assessed the event as not related to anti-platelet medication or the device. Safety commented "cec identified this mi." Cec adjudicated event as mi of the lad and ramus.